Manufacturer narrative:
The biomedical engineer reported that the org was frequently going into signal loss. He tried changing ports on the switch, but the issue persisted. After extensive troubleshooting, the issue was found to be faulty network switches. Replacing the old switches resolved the issue.

Event description:
The biomedical engineer reported that the org was frequently going into signal loss.